Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set blood does not backflow into the viewing chamber. The following information was provided by the initial reporter: the blood does not backflow into the viewing chamber and they cannot see if they are in the vein before connecting the tube. They do not see if the vein has been punctured, but when the tube is connected, they can see the blood flowing inside the tube.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set blood does not backflow into the viewing chamber. The following information was provided by the initial reporter: the blood does not backflow into the viewing chamber and they cannot see if they are in the vein before connecting the tube. They do not see if the vein has been punctured, but when the tube is connected, they can see the blood flowing inside the tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to flash/blood not visible as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode flash/blood not visible. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set blood does not backflow into the viewing chamber. The following information was provided by the initial reporter: the blood does not backflow into the viewing chamber and they cannot see if they are in the vein before connecting the tube. They do not see if the vein has been punctured, but when the tube is connected, they can see the blood flowing inside the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for flash/blood not visible with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to flash/blood not visible as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.